Event description:
A breast biopsy was performed and the doctor recognized small discolored plastic like pieces were found in the specimens. The doctor retrieved the sample and is requesting evaluation of the foreign material. The breast biopsy was completed and no patient consequences reported.